Event description:
Our rep is reporting that a patient underwent a shoulder repair in 2008. Amongst all of the medical paraphernalia used during the procedure, a mitek rc quickanchor was used for the fixation. The patient developed what is described as a "slight infection", of which the root cause cannot be defined at this point, however, the surgeon is attempting to discern the precipitator. This is all of the information that has been supplied to mitek to date. Questions out asking for further information and patient status.

Manufacturer narrative:
Mitek is is at this point in time in the information gathering mode. "When all of the information that can be had, is had and evaluated, the results of the investigation will be the subject of a follow-up report. "